Event description:
Patient developed an acute abdomen on (B)(6) 2007, found to have a perforation of the stomach at the site of his gastric band. He underwent emergency surgery and received an omental patch. He expired on (B)(6) 2007 of septic shock and multiorgan failure.